Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in heart, faradrive steerable sheath clear was selected for use. It has been mentioned that air contamination was noted. The aspiration was performed after each pulmonary vein; no right upper posterior, right lower posterior. During preparation, the dilator was wetted and inserted into the faradrive steerable sheath. After inserting the faradrive steerable sheath into the body, ablation was performed using the farawave catheter. Aspiration was performed after ablation for each pulmonary vein. During aspiration, the farawave catheter and faradrive steerable sheath remained parallel, and the aspiration was performed slowly, but air was noted. Aspiration was performed after isolation of the right upper pulmonary vein. When aspiration was performed approximately 3 to 5 beads of air were found in the shaft part of the faradrive steerable sheath. Ablation was performed on left pulmonary vein in the left atrium. Approximately 3 to 5 beads of air were found in the shaft part of the faradrive steerable sheath in the right upper and right lower pulmonary veins. No troubleshooting steps have been mentioned. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. Air was noted in the sheath shaft when aspiration was performed after ablation. The farawave catheter and starter guidewire were inside the sheath at the time the air was observed. The method of irrigation used for the sheath was pump (model: terumo) and the flow rate was 50cc/h. The guidewire was in the left atrium when the farawave was inserted into the sheath.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the sheath was visually inspected and it was revealed a kink along the shaft of the sheath. This defect would not have contributed to the allegation related to this event and was not initially reported, indicating this defect must have occurred during the transport or storage of the device. Finally, analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. This defect would have caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. Correction to the initial MDR in blocks initial reporter phone (e1) and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in heart, faradrive steerable sheath clear was selected for use. It has been mentioned that air contamination was noted. The aspiration was performed after each pulmonary vein; no right upper posterior, right lower posterior. During preparation, the dilator was wetted and inserted into the faradrive steerable sheath. After inserting the faradrive steerable sheath into the body, ablation was performed using the farawave catheter. Aspiration was performed after ablation for each pulmonary vein. During aspiration, the farawave catheter and faradrive steerable sheath remained parallel, and the aspiration was performed slowly, but air was noted. Aspiration was performed after isolation of the right upper pulmonary vein. When aspiration was performed approximately 3 to 5 beads of air were found in the shaft part of the faradrive steerable sheath. Ablation was performed on left pulmonary vein in the left atrium. Approximately 3 to 5 beads of air were found in the shaft part of the faradrive steerable sheath in the right upper and right lower pulmonary veins. No troubleshooting steps have been mentioned. The procedure was completed successfully by using original device. No patient complications have been reported. The product is expected to be returned. Air was noted in the sheath shaft when aspiration was performed after ablation. The farawave catheter and starter guidewire were inside the sheath at the time the air was observed. The method of irrigation used for the sheath was pump (model: terumo) and the flow rate was 50cc/h. The guidewire was in the left atrium when the farawave was inserted into the sheath.